Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, further information was not provided.

Event description:
It was reported that there were multiple communication error messages from the (3) pcu devices, (8) syringe pump modules, and (2) large volume pumps, and the clinician was unable to resume or reprogram the devices. There was no patient impact or harm. Upon preliminary investigation, (11) of (13) passed all function testing during preventative maintenance, except a pcu ((B)(4)) that had a communication error, and a syringe pump module () that had a failed iui. Drips infusing to the patient included: amiodarone (1.5mg/ml concentration in a 100ml bag, dose 8mcg/kg/min=rate of 1.93ml/hr), dexmedetomidine (4mcg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/hr=rate of 0.76ml/hr), furosemide (5mg/ml concentration in a 50ml syringe, dose 0.4 mg/kg/h=rate of 0.48 ml/hr), heparin (100units/ml concentration in a 50ml syringe, dose 33units/kg/hr=rate of 1.99 ml/hr), hydromorphone (0.04mg/ml concentration in a 50ml syringe, dose 9mcg/kg/hr=rate of 1.36ml/hr), intralipid 20% at rate of 1.6ml/hr, milrinone (0.5mg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/min=rate of 0.36 ml/hr), morphine (0.2mg/ml concentration in a 50 ml syringe, dose 45mcg/kg/hr=rate of 1.36ml/hr), and tpn at 8.5 ml/hr.

Event description:
It was reported that there were multiple communication error messages from the (3) pcu devices, (8) syringe pump modules, and (2) large volume pumps, and the clinician was unable to resume or reprogram the devices. There was no patient impact or harm. Upon preliminary investigation, (11) of (13) passed all function testing during preventative maintenance, except a pcu (sn(B)(6) ) that had a communication error, and a syringe pump module (sn(B)(6)) that had a failed iui. Drips infusing to the patient included: amiodarone (1.5mg/ml concentration in a 100ml bag, dose 8mcg/kg/min=rate of 1.93ml/hr), dexmedetomidine (4mcg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/hr=rate of 0.76ml/hr), furosemide (5mg/ml concentration in a 50ml syringe, dose 0.4 mg/kg/h=rate of 0.48 ml/hr), heparin (100units/ml concentration in a 50ml syringe, dose 33units/kg/hr=rate of 1.99 ml/hr), hydromorphone (0.04mg/ml concentration in a 50ml syringe, dose 9mcg/kg/hr=rate of 1.36ml/hr), intralipid 20% at rate of 1.6ml/hr, milrinone (0.5mg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/min=rate of 0.36 ml/hr), morphine (0.2mg/ml concentration in a 50 ml syringe, dose 45mcg/kg/hr=rate of 1.36ml/hr), and tpn at 8.5 ml/hr

Manufacturer narrative:
It was determined through failure investigation that device serial number (B)(6) is not the suspect instrument. Please disregard this MDR.